Event description:
Importer was contacted by an attorney of a hosp stating that they purchased a resectoscope sheath on 3/24/98 from a third party which was alleged to be a karl storz product. During first use, the sheath broke off during a turp procedure. A lawsuit is now being filed by the pt. Karl storz has no business relationship with the 3rd party. Importer was told that the subject sheath has been picked up by the 3rd party after the incident, and therefore is not available for eval. No further info can be obtained at this time.